Event description:
On (B)(6) 2012, the patient contacted the animas corporation and reported the ok button requires multiple presses for a response. The patient stated the issue began around (B)(6) 2012. The patient reportedly wore the pump under garment against the body and did not clean it. The keypad was reportedly intact and the pump was not exposed to water. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. All of the buttons respond appropriately. There was no evidence of keypad contamination found under the key contacts. There was no defect found against the original complaint. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.